Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and turned off. A field service engineer unplugged the drawers one at a time and identified the half-height drawer 5 as the source of the issue. Isolated the problem to the drawer controller on drawer 5 1 and replaced the controller. Logged into the hardware test application and performed a final test on the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was powered off and was not functioning. Attempts had already been made to reboot and recover it, but the screen remained black. There were no adverse events or injuries reported based on this event.